Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported during preventative maintenance the machine had issues with low conductivity and temperature. Per biomed tech the machine was off and unplugged, the diasafe plus filter assembly was moved to the right side and the ntc-2 sensor was replaced. When the machine was plugged back in and powered on, a small spark occurred from the back of the diasafe plus area, and smoke was seen and also a small flame of fire occurred and starting crawling up the diasafe plus area. The customer had to put the fire out by covering it with a piece of cloth. The biomed tech confirmed there was no patient involvement. The biomed tech confirmed the fire was successfully extinguished and a fresenius regional equipment specialist was dispatched to evaluate and repair the machine. Per biomed tech the machine currently remained out of service pending replacement of several components.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported during preventative maintenance the machine had issues with low conductivity and temperature. Per biomed tech the machine was off and unplugged, the diasafe plus filter assembly was moved to the right side and the ntc-2 sensor was replaced. When the machine was plugged back in and powered on, a small spark occurred from the back of the diasafe plus area, and smoke was seen and also a small flame of fire occurred and starting crawling up the diasafe plus area. The customer had to put the fire out by covering it with a piece of cloth. The biomed tech confirmed there was no patient involvement. The biomed tech confirmed the fire was successfully extinguished and a fresenius regional equipment specialist was dispatched to evaluate and repair the machine. Per biomed tech the machine currently remained out of service pending replacement of several components.